Manufacturer narrative:
The field service engineer (fse) reported an issue with tubing and rinse block travel. The fse replaced the tubing in pinch valve pv35, pv36 and pv42. The fse also observed the rinse block was not covering the probe tip, which caused the diluent to leak. The fse adjusted the travel distance and performed samples without any leaks. System mode-to-mode verification was performed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported three drops of diluent leaked from the rinse block, inside the unit, during system backwash involving the coulter hmx hematology analyzer with autoloader. The operator was wearing a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.